Event description:
Pt's mother reports she had to change the last site due to a possible infection. She noted pus coming out and redness. Pt had no fever. Mom did not contact md office, but pharmacy has notified md. She has been using neosporin and it appears to be getting better. Rems ID: (B)(4). Prescriber rems ID: (B)(4). Reported to (B)(6) by pt/caregiver.